Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in remaining longevity, from 56% at the august follow up to 13% currently. Premature battery depletion was suspected. Device data from the remote monitoring system was reviewed by technical services. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. It was noted the patient had an in-clinic follow up scheduled for the end of february. The device remains implanted and in service. Current device data was reviewed in march and engineering confirmed that device therapy would remain available for another 60 days, noting elective replacement indicator (eri) battery status would likely be reached within this interval. The device was explanted and replaced in may. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in remaining longevity, from 56% at the august follow up to 13% currently. Premature battery depletion was suspected. Device data from the remote monitoring system was reviewed by technical services. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. It was noted the patient had an in-clinic follow up scheduled for the end of february. The device remains implanted and in service. Current device data was reviewed in march and engineering confirmed that device therapy would remain available for another 60 days, noting elective replacement indicator (eri) battery status would likely be reached within this interval.